Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker device. The battery longevity dropped from 3.5 years to remaining now at 1.5 years in about 11 months. The health care professional (hcp) had called in as this patient was having a magnetic resonance imaging (MRI) and there was difficulty entering into MRI mode. Subsequently the issue was resolved after troubleshooting and it was confirmed everything went well. The plan was to further investigate on the device battery longevity and plan a replacement. This device remains in service. No adverse patient effects were reported.